Event description:
It was reported that after impaction of the tibial baseplate surgeon noted what appeared to be uneven level of sides of tibial baseplate. In addition, there was a notch on the edge of baseplate. The surgeon continued and impacted baseplate and inserted poly then femoral component.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.